Manufacturer narrative:
The device has received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.4 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced blood glucose levels around 300 mg/dl while wearing the pod between 36 and 48 hours. Upon pod removal, insulin leakage around the infusion site was observed, and the cannula was found to be bent. The pod site and treatment details were not reported.